Event description:
It was reported that during an unk procedure, when the dr attempted to fire the instrument, the clips wouldn't close. The site used a new instrument to complete the case. There was no pt consequence.

Manufacturer narrative:
Date sent: 05/30/2007. Info anticipated, but unavailable at this time.